Event description:
Two endeavor sprint rx drug-eluting stents (ref MFR # 2953200-2010-02394) were deployed to the mid lad during the index procedure. There was a suspected mi during the index or re-pci procedure, categorized as a non q-wave mi in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with an mi. Post-procedure residual stenosis was 0% with timi 3 flow. Pt was discharged the day after the index procedure on aspirin and clopidogrel dosing. Pt was asymptomatic at 30 day and 6 month follow-ups. Pt has cardiac status of stable angina at 1 year follow-up. Pt was asymptomatic at 1.5 year and 2 year follow-ups. The investigator has not assessed the relationship of the suspected mi to the study stents, study drug or study procedure.

Manufacturer narrative:
(B)(4). Eval, results: (myocardial infarction).